Event description:
It was reported that device entrapment occurred. The target lesion was located in a severely tortuous and moderately calcified vessel. A 3.50 x 16mm synergy xd drug eluting stent (des) was advanced over a non-boston scientific guidewire. There was significant friction within the wire lumen and the des got stuck with the guidewire. The devices were removed together as a single unit. The procedure was completed with another of the same device. There were no patient complications.